Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction associated with the sensor adhesive occurred. Date of issue is an approximation. The sensor was inserted into the arm on (B)(6) 2021. On (B)(6) 2021, the patient developed itchiness, a rash, redness, and pustules under and extending beyond the sensor patch. The patient was evaluated by a healthcare personnel (hcp) who prescribed oral antibiotics (moxiclav duo). No additional patient or event information is available.